Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding implantable neurostimulator device for unknown neurostimulator therapy. It was reported that patient's interstim is no longer functional. Caller had no other information.